Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: on first clipping, scissoring occurred. Used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Or time not extended more than 30 mins. Tissue was needed to be resected to remove the device. There was no other pt info available.